Manufacturer narrative:
Product analysis: handpiece was not running properly due to severely corroded motor, wheel lock and bearings. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the device vibrates a lot. There was no patient impact.